Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/delivery and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer's father reported via phone call that the insulin pump had two motor error alarms during rewind. Caller also confirmed that two motor error alarms were listed in the alarm history. Blood glucose level at the time of the incident was 188 mg/dl. The customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.